Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient placed on impella rp flex for additional support after being on impella 5.5 for two days. A chest x-ray was performed to verify the rp position. The physician added more sutures to the right internal jugular (ij) site. An echocardiogram was done and the impella 5.5 measures 4.8 from the aortic valve. Blood pressure dropped and was started on epinephrine drips. Labs were drawn and given one unit of packed red blood cells (prbc).